Manufacturer narrative:
The device was returned and analyzed. The device memory demonstrated a normal device function while the device was implanted and in service. The bench test of the ICD revealed that all therapy functions were available. The charge consumption of the device as well as the battery depletion were normal and as expected. In conclusion the device was fully functional, there was no indication of a device malfunction. Analysis of the device revealed a normal battery depletion.

Event description:
Device explanted due to normal eri and migration. Should additional information become available, it will be added to this file.